Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the superior and central pegs were broken-off. The most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per product directions for use: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a primary total shoulder replacement revision procedure, the medium pegged poly component was removed and the two pegs just sheared off the bone in the glenoid. The case completed using a new poly and new humeral head component. Follow-up investigation: the patient originally had surgery on (B)(6) 2015. Patient had been experiencing progressing pain in her shoulder. Workup prior to revision surgery found no evidence of loosening clinically. Once in the revision case, which took place on (B)(6) 2017, the poly was found floating in the joint. During revision both the original poly and the pegs were retrieved and are being returned for evaluation. The revision was completed by implanting the following device: ar-9104-02 lot 2501334309. Both original and revision surgeries were performed by the same surgeon.